Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose level was 372 mg/dl. The customer performed a system check with tandem technical support and it was found that the pump supplies should be changed.